Manufacturer narrative:
Device was received with a critical pump error alarm due to the force sensor flex cable plugged in crooked. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests, due to the critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose level was 112 mg/dl. Customer also reported that the no pump error was displayed before the open book image was displayed on the screen. The device will be returned for analysis.